Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) shows autofill failure issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6), g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information:(B)(6). A getinge field service engineer (fse) evaluated the unit and stated that issue is from the user baloon. User balloon having the leak. Fse checked with good balloon and trainer, found working. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a